Event description:
Per the physician, the patient¿s skin flap became infected with pus and the pus was extracted in 2009. Two days later, the patient was hospitalized due to a fever and a granulation skin infection at the site of the implant. The patient was explanted eleven days later. Reimplantation is planned, but had not taken place at the time of this report two months later.